Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 4808570j implantable port allegedly experienced break. The information was received from one source. One patient was involved with no reported patient injury. Age, gender and weight was not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 4808570j implantable port allegedly experienced break, naturally worn, deformation due to stress, fracture, and material separation. The information was received from one source. One patient was involved with no reported patient injury. Age, gender and weight was not provided.

Manufacturer narrative:
H10: for the reported event, lot number was not provided; therefore, a lot history review cannot be performed. The sample was returned for evaluation. Three photos were provided for evaluation. The investigation is confirmed for the reported catheter break. The device is labeled for single use. The definitive root cause is unknown. The catalog number identified in section d4 has not been cleared in the us, but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code for the power port isp m.r.I., 8fr groshong products is identified in d2. H10: g4, h6 (device code: 1260, 1562). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.